Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient had presented in clinic for a follow up, noise and low impedance was observed on the right ventricular lead. The lead was programmed to unipolar settings. The lead was then explant and replaced at a later date. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported events of noise and low pacing impedance were confirmed. As received, a partial lead was returned in two pieces. External insulation abrasion breaching the inner insulation was noted at 36.5-36.6 cm from the distal tip consistent due to external forces breaching the inner insulation.